Event description:
On (B) (6) 2010, the lay pt's mother contacted lifescan (lfs) alleging that the pt's one touch ultra mini meter read inaccurately low. The medical surveillance specialist (mss) classified the complaint based on the customer service representative's (csr) documentation because the mss was unable to contact the mother by phone. The mother provided the following info: the pt takes humalog insulin (self adjusts the dose) and lantus insulin, once at night. On (B) (6) 2010 at 3:00pm, the pt tested with the lfs meter and obtained a reading of 160 mg/dl. The pt was taken to the ER though the mother denied that the pt had symptoms. A reading of 445 mg/dl was obtained on the ER meter within 30 minutes of the 160 mg/dl reading on the lfs meter. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. An ER health care professional treated the pt with IV fluids. No other treatment was documented. The csr walked the mother through a control solution test that was outside of specifications. The pt's product was replaced. This complaint is reported because the mother alleges that the lfs product read inaccurately low and afterward a health care professional treated the pt with IV fluids.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.